Event description:
A peritoneal dialysis (pd) patient's contact reported that a cycler screen was blank during unknown phase/cycle of dialysis. Contact did confirm that the patient (pt) was in treatment and was still full of solution. Rebooted cycler, ok and stop keys lit up but the screen remained blank. The reported issue(s) is not a result of the supplies. The fresenius technical support representative advised the patient a replacement cycler would be issued, and to discontinue using the current unit. Upon follow up, it was confirmed the patient was able to complete treatment on the reported day. No patient serious injuries were experienced. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical analysis. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2346 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.